Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial/lot #: (B)(4), implanted: (B)(6) 1998, partially explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 02-feb-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, (B)(4) (hcp, rep): information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 1544 mcg/day via an implantable pump for an unspecified indication for use. It was reported the patient had a routine pump replacement surgery performed on (B)(6) 2020. The patient¿s mother had reported withdrawal symptoms that included increase in spasticity, irritability, and mild fever that occurred approximately 12 hours post pump replacement. Regarding environmental/external/patient factors that may have led or contributed to the issue, the pump replacement surgery performed on (B)(6) 2020 was indicated. No diagnostic tests or troubleshooting was reported. The patient was given supplemental oral baclofen to manage their withdrawal symptoms. Surgical exploration found that the pump pocket was filled with fluid, and that the pump segment of catheter was cut resulting in a catheter leak. The pump segment of catheter was replaced. Catheter patency confirmed by successful aspiration from the side port. It was noted that 9.5cm of pump segment, including pump connector, was removed and replaced with a new model 8596sc segment. The explanted portion of catheter was discarded by the hcp. The issue was resolved at the time of the report. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Event description:
The rep reported the serial number of the pump. It was also reported that the ¿fluid was assumed to be a mixture of csf and baclofen.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8703w serial# (B)(6)implanted: (B)(6) 1998 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.